Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One 8f fast-cath introducer sheath and dilator were received for evaluation. Functional testing determined a leak was noted in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing was noted in the seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seal and subsequent leak remains unknown.

Event description:
This report includes an updated event description. During an atrial fibrillation procedure, an air embolism occurred resulting in cardiac arrest which required intubation and CPR to stabilize the patient. The introducer was inserted into the right atrium using the guidewire included with the introducer, then a septal puncture was performed, and it was positioned into the left atrium using the guidewire included with the introducer. The sheath was replaced with a non-abbott guidewire and sheath (medtronic) for cryo. When the guidewire was inserted into the sheath, the patient's blood pressure dropped. Up to this point, the devices inserted into the left atrium were the reported introducer and the guidewire of a sheath introducer for cryo. Fluoroscopy confirmed a large amount of air in the left ventricle. Atrioventricular block occurred, followed by bradycardia and cardiac arrest. Emergency treatment was performed. The patient stabilized and was placed under observation in the ICU. The sheath was used according to the IFU. The physician believes that the air entrainment may have been caused by performing the device exchange while the left atrial pressure was low. A total of three device exchanges were performed. The patient has been discharged and is being followed up with monthly outpatient visits. At present, no higher brain dysfunction or other sequelae have been observed. There were no reported performance issues with the introducer.

Manufacturer narrative:
Additional information: b5, g3, h2.

Event description:
During an atrial fibrillation procedure, an air embolism occurred resulting in cardiac arrest which required emergency treatment to stabilize the patient. The introducer was inserted into the left atrium using the guidewire included with the septal puncture needle. When the guidewire for cryo was inserted into the sheath to replace the sheath, the patient's blood pressure dropped. Up to this point, the devices inserted into the left atrium were the sheath and the guidewire of a cryo catheter. Fluoroscopy confirmed a large amount of air in the left ventricle. Atrioventricular block occurred, followed by bradycardia and cardiac arrest. The procedure was stopped and emergency treatment was performed. The patient is stable and under observation in the ICU. The sheath was used according to the IFU. The physician believes that the air entrainment may have been caused by performing the device exchange while the left atrial pressure was low. There were no reported performance issues with the introducer.